Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 29-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0906). She had the essure procedure done six weeks after giving birth to her third child. Procedure was performed in a hospital while she was under general anesthesia. Upon being released from the hospital her pain level was about an 8. Soon after procedure, she developed horrible abdominal pain, back and leg pain, severe migraines, rashes over of her entire body and memory issues. Her periods became so heavy that her doctor performed a hydrothermal ablation one year after essure procedure. She lost her job due to the amount of days she missed work because of the constant pain. Over the next five years she experienced several more negative side effects from essure; her hair started falling out, she had horrible depression and anxiety, developed insomnia and spent several days in bed each week due to pain. She was diagnosed with fibromyalgia and chronic fatigue, as well as chronic inflammation. Nearly six years after being implanted with essure, she had to have a hysterectomy due to all the damage essure had done to her body. It was determined that she was also allergic to nickel (she was not asked if she had an allergy to nickel). During surgery, her doctor noted that her uterus was fragile and burst open upon clamping. He also noted that her ovaries were covered in cysts and she had a significant amount of scar tissue. She stated that she was healthy and happy, leading a full life prior to getting essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy bleeding (her periods became so heavy) after essure (fallopian tube occlusion insert) insertion. Additionally, an ultrasound scan showed one of the essure coils had migrated and was not where it should be. She underwent an endometrial ablation and later a hysterectomy. The reported events were considered serious as medically significant and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur; also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, based on the available information and due to lack of alternative explanation, causality between the reported events and essure use cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. According to product technical complaint analysis, a review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. However, since no product returned it was not possible to confirm any quality defect or device malfunction at this time. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up information could not be obtained.

Manufacturer narrative:
Follow-up from 19-mar-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up information received on 07-apr-2015: consumer refused further contact. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding and an ultrasound scan showed one of the essure coils had migrated and was not where it should be. She underwent a hysterectomy. The reported events, interpreted as genital bleeding and device dislocation were considered serious as medically significant and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur; also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, based on the available information and due to lack of alternative explanation, causality between the reported events and essure use cannot be excluded. In addition non-serious events were reported. This case was regarded as incident due to the required intervention. According to product technical complaint analysis, a review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. However, since no product returned it was not possible to confirm any quality defect or device malfunction at this time. Also, (B)(4) further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar types of adverse events. No unusual pattern could be identified. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5032996) in united states on (B)(4) 2014 which refers to herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced cramping and pain in pelvic area, pain has now taken over my entire body, heavy bleeding, horrible rash, one of the coils had migrated and was not where it should be, increase in migraine headaches, increase in muscle pain, increase in weakness, severe depression and anxiety, bad swelling throughout my body, and burning pain in my lower back and legs. No information given on consumer's history, past drugs, concurrent conditions and concomitant medication. She was never tested for a nickel allergy prior to having the essure put in. On (B)(6) 2008 the consumer had essure (fallopian tube occlusion insert) inserted, lot number 627312. On the 3 months post procedure, the doctor showed her the ultrasound and could clearly see that one of the coils had migrated and was not where it should be. Since the procedure, the consumer has had several health issues. Immediately following the procedure, she had horrible cramping and pain which started in her pelvic area and has taken over her entire body at the time of report. There have been weeks that she was unable to get out of bed to take care of her family because the pelvic pain was so bad. She had very heavy bleeding which her doctor treated with another procedure (hysteroscopic thermal ablation). She has developed a horrible rash that would not go away and was getting worse day by day, although she had been given several medications by the dermatologist none of them worked. She has had an increase in migraine headaches and muscle pain and weakness. She has also developed severe depression and anxiety since having the essure procedure. She has also had very bad swelling throughout her body and often got a burning pain in her lower back and legs. Reporter causality: the relationship between events and essure is related. Internal correction on (B)(4) 2014 after internal review, this case was considered as non-incident (none intervention was described). A downgrade was performed. Follow up information received on 14-nov-2014: it was reported via social media the consumer had hysterectomy done because of essure. Case incident category amended to incident. The product technical complaint investigation and final assessment were received on (B)(4) 2014. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per (B)(4). Further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar types of adverse events. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, correction on (B)(4) 2014: following company internal review, the last sentence of previous narrative was amended to: in summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding and an ultrasound scan showed one of the essure coils had migrated and was not where it should be. She underwent a hysterectomy. The reported events, interpreted as genital bleeding and device dislocation were considered serious as medically significant and are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur; also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, based on the available information and due to lack of alternative explanation, causality between the reported events and essure use cannot be excluded. In addition non-serious events were reported. This case was regarded as incident due to the required intervention. According to product technical complaint analysis, a review of the manufacturing batch record confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. However, since no product returned it was not possible to confirm any quality defect or device malfunction at this time. Also, 4 further ae case reports have been received to date in relation to the reported batch, of which one case refers also to similar types of adverse events. No unusual pattern could be identified. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up information (questionnaire to rule out perforation) is being sought.